Event description:
During a tfn procedure, surgeon complained that the tolerances of the instruments were slightly off, causing misalignment. The helical blade hit the nail and surgeon had to jiggle the helical blade to get it to align with the nail. The surgeon was able to pass the blade through the nail to complete the procedure. This reported event is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional codes: mni, mnh, kwp. The device was returned for evaluation. A device history review was completed and it concluded: the manufacturing documents were reviewed and no complaint related issues were found. A product event evaluation was conducted: it concluded a definite cause for this complaint has not been identified and there is no apparent indication that there is a design-related issue with device. A manufacturing evaluation was performed and concluded: parts were re-inspected and found to meet specification. Placeholder.